Manufacturer narrative:
Follow-up # 1 08/27/2012 - device evaluation: the pump has been returned and was evaluated by product analysis on 08/01/2012 with the following findings: review of the black box revealed 'pump not primed' warnings; a non-zero low force was noted. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load and prime sequence was successfully performed with no associated alarms. A force sensor calibration test confirmed the force sensor was in calibration. The pump was exercised for 29 hours with no delivery issues. A loss of prime was induced and the pump gave the appropriate visual and audible alert. The pump was opened for investigation and revealed no damage to the pump interior. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately with no loss of primes occurring during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that over several days starting on (B)(6) 2011 the patient received multiple loss of prime alarms on the pump. The patient's mother reprimed the pump after each alarm and the patient continued to use the pump. On an unspecified date at 3:30 am the patient's blood glucose level was 450 mg/dl, and he experienced the symptoms of small ketones, increased urination and thirst. The patient corrected his blood glucose level with bolus doses via the pump; he did not seek any medical attention. The patient reportedly had been eating a lot of snacks during this time period. Troubleshooting revealed all basal/bolus total doses correctly matched those programmed, there were no issues with the infusion set or infusion site, and all pump programming, settings, date/time, and basal settings were correct. There is no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.